Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic experiencing pocket stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. There were no reports of surgeries prior or MRI exposure. The device was explanted and replaced. No further information was available.